Manufacturer narrative:
The original serial number initially reported was for the 865350 (mx40 1.4 ghz smart hopping). The log files contained a configuration file which provided information about the serial number and (B)(4) version. The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue, as well as test the device in question and obtain logs from the central station. The field service engineer obtained the logs and sent them in for review. Testing of the device confirmed it worked as designed/intended. A review of the provided central station alarm logs from (B)(6) 2015 for bed 412-a from 03:50 until 04:55 indicated that there were 17 asystole; 1 tachy; 1 brady and 1 vtach alarm, all of which were either silenced at the central station or ended because a higher level alarm occurred. There is also 1 instance where alarms were suspended and automatically came out of suspension after 3 minutes. The customer reported an issue related to alarms and a patient coded. The customer waited 11 days before reporting the incident to philips and user error could not be ruled out. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue related to alams and a patient coded.